Manufacturer narrative:
Results of device investigation will be provided in follow-up report.

Event description:
Customer reported that during an attempted rescue the AED did not function properly. It didn't recognize the 2nd pad placement and kept stating "place 2nd pad on patient chest". The 911 emt had to use their own AED.